Manufacturer narrative:
Although no device malfunction has been reported and the device performed as intended, use of the device lead to intervention (blood transfusions) for the pt. Therefore, this complaint report has been deemed FDA MDR reportable. The user reported the following complaint issue: "the customer used an echo-hd-22-ebus-0-c device for a case on (B)(6) 2014. It was the second of three cook ebus needles the customer trialled. The pt was at an increased bleeding risk but was cleared for the case. Following the case, the pt was treated for hemoptysis on (B)(6) 2014." There were no echo-hd-25-ebus-o devices of lot #c980877 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation. With the info provided, a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. The pt's pre-existing conditions indicated that the pt had been taking the anti-coagulant warfarin, but had been taken off of it five days prior to the procedure. The inr (international normalised ratio) the day of the ebus procedure was 1.3, which was confirmed to be acceptable for a biopsy procedure. The relevant clinical personnel were notified of this complaint and provided the following comments: "since you are using a needle, and traumatically removing tissue, some amount of bleeding is expected. Hemorrhage and bleeding are also mentioned as a potential complication in the IFU..." "There is possibility that the bleeding was the result of the combined effects of both the biopsy and the treatment with anti-coagulates. Bleeding is a known risk when performing biopsies, and it's up to the clinician to determine if the benefit of obtaining a biopsy outweighs the risks of performing one." As per the instructions for use: ifu0109-1 that accompanies this device potential complications associated with bronchial endoscopy and gastrointestinal endoscopy include but are not limited to perforation, haemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, bleeding, damage to blood vessel, nerve damage, pain, pneumoperitoneum, tumor seeding, respiratory depression or arrest, cardiac arrhythmia or arrest and death. No specific device malfunction was noted during the procedure. From the info provided, approximately 6 biopsies were obtained during the procedure. As the echo device involved in this complaint was not returned for evaluation and no specific device malfunction was noted during the procedure, it is not possible to conclusively determine the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for this echo device did not reveal any discrepancies which could have contributed to this complaint issue. The pt's condition is currently stable. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The customer used this echo device for a case on (B)(6) 2014. It was the second of three cook ebus needles the customer trailed. Patient had been on the anti-coagulant warfarin but had been taken off of it five days prior to the event. The inr the day of the ebus procedure was 1.3., which is acceptable. The pt was at an increased bleeding risk but was cleared for the case. Following the case, the pt was treated for hemoptysis on (B)(6) 2014. The pt received several blood transfusions and went back on warfarin. The pt was confirmed as stable.